Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that in (B)(6) in three refill sessions, the hcp was unable to aspirate the full expected remaining volume. It was only possible to fill with approximately 10 ml. When trying to aspirate directly after filling only 10 ml were aspirated. It was assumed that the reservoir value was activated; negative pressure was applied for 15 minutes without success. "No signs of over or underdose, insufficient spasticity reduction". On (B)(6), the patient was admitted for further investigation. During transport, the patient became hypotonic and "needed respiration". When emptying the pump, 2 times 5 ml of fluid were aspirated plus 5ml of air. When disconnecting the tubing while the needle was in place suddenly approximately 5 ml of fluid came out of the needle with high pressure (fountain like). The pump and catheter were explanted on (B)(6) 2010. During explant, it was noted that the complete catheter was curled underneath the pump. No catheter part had remained intrathecal. The catheter was found still attached to the pump. It was noted that the patient had been in "bad general health" before explant (including severe infection); it was decided not to replace the pump. The patient had been admitted to the ICU and treated for infection "before decision for replacement pump can be taken." Per the physician, hypotonia was not due to the pump and or drug since there was no delivery of drug intrathecally. The physician did not see a relation of the product issue to the patient's status.